Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.0/2.0/175 (sphere/cylinder/axis) implantable collamer lens was implanted vertically into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same length lens that was implanted horizontally due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Additional information: d9-return date: 12-jan-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).